Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files did not show any system notice on the date of the event. Clinical issues (cardiac arrest and loss of consciousness) were encountered post procedure. In conclusion, the balloon catheter was not returned for investigation. There is no indication of a malfunction of the balloon catheter related to the adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after insertion of the balloon catheter the patient's oxygen saturations started to decline and the patient appeared to be unconscious. The patient was given supplemental oxygen and reanimation measures were performed but the patient did not regain consciousness. The oxygen saturations continued to drop and the patient went into cardiac arrest. Cardiopulmonary resuscitation was performed and the patient was given epinephrine. The patient was then put on extracorporeal membrane oxygenation. The case was aborted and the patient was hospitalized. No further patient complications have been reported as a result of this event.